Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced two sensor failures during sensor startup period. Patient experienced difficulty with insertion on first sensor, but did not have difficulty inserting the second sensor. Patient also made error of inserting sensor in arm. Dexcom has sent two replacement sensors and advised the mother to call dexcom technical support before deploying next sensor.